Event description:
It was reported that while the patient's neurostimulator was on, it became "hot to the touch" after passing through a full body scanner at a security gate at (B)(6). His skin then chaffed and was now peeling over the device site. The patient could not turn on the device for 4 hours after exposure and then, for about 5 minutes, felt a pulsing sensation (5 seconds of pulsing, 5 seconds off). The device then returned to normal functioning of 30 seconds on and 5 seconds off. The device was noted as working again since. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).